Event description:
A power on reset message was noted on the pt programmer. The programmer was re-synched to the implantable neurostimulator. Afterward, a normal screen was noted. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).